Event description:
Reporter indicated that system diagnostics on a vns pt resulted in high lead impedance. Diagnostics had not been performed before the high impedance was obtained. No trauma or pt manipulation was reported. The treating physician revealed that the pt has had essentially no change in seizures. X-rays were performed and sent to the manufacturer for review. No obvious cause for the high impedance was found. Revision surgery is likely. A gross fracture of one lead coil was identified near a tie-down. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.